Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. Review of the log file for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user performed the gas change, scanner test, energy check, eye tracker and fluence test without any issue. The log file shows multiple successfully performed treatments. The measured energy was stable. During preparation of treatment for patient's right eye, a warning message indicated no response from patient bed. Check bed position and selected eye¿. It is not possible to see whether user checked patient bed position or not in log file. The treatment for the right eye was performed successfully without interruption. The user has not performed an energy check before this patient. The treatment report shows the values that were entered by the user, and the treatment performed. During planning phase, the subjective and the calculated values are listed. Underneath there is another category where the treatment values need to be manually typed and the treatment data to be executed needs to be confirmed. User confirmed the sixty-two degree axis, and that is what has been also carried out. No technical problem can be identified during log file review. The root cause could be determined as user error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported a patient presented with an incorrect axis treated. Treatment axis was entered as 162 degrees and printout stated 062 degrees. The technician verified the correction before arming the laser. The patient noted having blurred vision post-operatively.